Event description:
The complaint was reported as: the customer alleges that during an inventory check, the miller 1 blade was connected to the power source handle and began to get hot. No report of a pt/user injury.

Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided. Based on similar complaints this defect could be related to "the handle is getting hot" however a physical sample will be needed to confirm this failure mode.